Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insulin syringe with the bd ultra-fine¿ needle was found with foreign matter as a red substance was found inside the syringe barrel. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned one loose 1cc, 6mm syringe. Customer states that the syringe would not draw insulin and there was a red substance inside of syringe barrel. The returned syringe was examined and exhibited reddish material on the inner surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of blood. This material would not have been acquired during the manufacturing process. Since this material is not from the manufacturing process, this indicates that the sample could draw correctly. As per manufacturing, a review of the device history record was completed for batch # 7037944. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (blood in barrel) but the material was not acquired from the manufacturing process. -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clogged needle). Possible root cause: the blood may have been acquired from the customer as this material would not have been acquired during the manufacturing process.